Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appeared to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. The sample was returned with a handwritten note showing ref:6194118 and lot: recz0500. An infusion cap was attached to the hub. The catheter extended up to the 52 cm depth marker. Evidence of use was present on the device. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 8 cm depth marker. Microscopic observation of the leak location revealed a circumferential split. The split was observed to be ¿c¿ shaped. Material wrinkling was observed around the split edges. The characteristics of the damage indicate the catheter experienced repeated kinking which led to material fatigue. The catheter was cut near the 10 cm depth and the wall thickness was measured. The catheter was found to be within specification. The event description indicates the device was in use for over 60 days and was found to have migrated externally. The product instructions for use (IFU) states, "caution: to minimize the risk of catheter breakage and embolization, the catheter must be secured in place."

Event description:
It was reported that on (B)(6) 2019 the patient had PICC placed for chemotherapy, he attended for dressing change (B)(6) 2019 and nurses observed fluid leaking from exit site. PICC was removed and found to have a hole at approximately 8.5cms, PICC originally placed with 4cm external which had migrated to 5.5cm external over the months since insertion.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2019 the patient had PICC placed for chemotherapy, he attended for dressing change 17th july and nurses observed fluid leaking from exit site. PICC was removed and found to have a hole at approximately 8.5cms, PICC originally placed with 4cm external which had migrated to 5.5cm external over the months since insertion.